Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 6.0 x40, 75cm gladiator elite was advanced for dilation. During the procedure, during pressurization of the balloon to 8 atmospheres (atm), a ruptured was noted and the balloon could not continue to expand. Upon removal, it was observed that the balloon was leaking liquid and the procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the 65% stenosed target lesion was located in the moderately tortuous and moderately calcified vein. The balloon ruptured upon first inflation at 10 atmospheres for 3 seconds.

Event description:
It was reported that balloon rupture occurred. A 6.0 x40, 75cm gladiator elite was advanced for dilation. During the procedure, during pressurization of the balloon to 8 atmospheres (atm), a ruptured was noted and the balloon could not continue to expand. Upon removal, it was observed that the balloon was leaking liquid and the procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the 65% stenosed target lesion was located in the moderately tortuous and moderately calcified vein. The balloon ruptured upon first inflation at 10 atmospheres for 3 seconds.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device technical analysis upon receipt at our post market quality assurance laboratory, a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 30mm in length and extended from a position 3mm proximal of the proximal markerband to 12mm proximal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis. Device history record (DHR) review it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review a risk review was completed and confirmed that the event of balloon - failure to inflate, balloon - material rupture and balloon - leak was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 6.0 x40, 75cm gladiator elite was advanced for dilation. During the procedure, during pressurization of the balloon to 8 atmospheres (atm), a ruptured was noted and the balloon could not continue to expand. Upon removal, it was observed that the balloon was leaking liquid and the procedure was completed with another of the same device. There were no patient complications as a result of this event.